Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio reloaded the device software and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was unable to read an ECG signal through the paddles lead. Without this functionality the need for defibrillation therapy could not be determined. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio determined that the cause of the reported issue was due to a software design issue. The software task ¿pcschedulertask¿ is being interrupted while attempting to change ¿waveform1¿ causing a mismatch between the subsystem and global variable waveform1 setting. A correction to the design of the device software will be made to eliminate the cause of this intermittent issue.

Event description:
The customer contacted physio-control to report that their device was unable to read an ECG signal through the paddles lead. Without this functionality the need for defibrillation therapy could not be determined. There was no patient use associated with the reported event.